Manufacturer narrative:
(B)(4). The returned sample was visually inspected and the reported condition was confirmed. A separation was detected between the tubing and the y-component. The inner diameter (ID) of the tubing was measured and found to be out of specification. The ID should be between 0.0327"-0.0333", yet it was 0.0325". However, this was not determined to be the assignable root cause as an assignable root cause could not be determined.

Event description:
A leak was observed through the baxter evaluation between the tubing and the y-component of the irrigation set returned for (B)(4). This was an additional reportable malfunction observed on the returned sample. There was no patient involvement. No additional information is available.